Event description:
Customer reportedly received back to back results of 37 and 240 mg/dl on the compact system. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.